Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported damaged vessel locator wings was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a stenting procedure. Reportedly, the starclose se worked as intended. The starclose se clip achieved hemostasis. When the device was outside of the patient's anatomy, and during a demonstration to a student present in the procedure, the plunger was re-pressed to demonstrate deploying the vessel locator wings. The wings were found to be mangled. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.